Manufacturer narrative:
The concerto coil will not be returned for evaluation as it was discarded; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Per the concerto coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ related mdrs for this event: 2029214-2019-00387 2029214-2019-00388, 2029214-2019-00389. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment two concerto coils would not detach using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). During removal these both coils unintentionally detached within the angiographic catheter. The catheter and the coils were removed from the patient. It was reported that instant detacher was not used during the procedure to detach the coils. It was also reported that third coil felt resistance in the middle of the catheter. The coil got stuck and detached in the catheter. The devices were both removed from the patient. The patient will be treated in the future. There were no reports of patient injury in association with this event.